Event description:
It was reported that the device was used during a right lung lobectomy procedure. It was reported by the rep that an et45g linear cutter was placed on the middle lobe of the right lung. The stapler cracked, and did not fire. The instrument did not staple or cut. Another et45g instrument was used to complete the case. There was no pt consequence.